Event description:
It was reported that the patient experienced inappropriate shocks, there was high impedance of greater than 3000 ohms, and oversensing. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.